Event description:
Capture management shows consistent thresholds however, on ECG and egm's could see loss of capture with arm movement on device side. Lv only pacing during threshold testing caused vt which required atp therapy so couldn't do thorough testing on this. Output on lv lead was increased slightly which seems to have resolved this intermittent loc. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).